Event description:
It was reported that when the patient presented at a follow-up in clinic, the right ventricular lead was found to be pulled back into the atrium. An x-ray confirmed lead dislodgement. It was also noted that the patient received an inappropriate shock from the oversensing of lead noise. The patient returned for lead re-positioning, however, the screw on the chronic right ventricular lead would not extend. A different lead was used and the patient was stable after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in clinic, the right ventricular lead was found to be pulled back into the atrium. An x-ray confirmed lead dislodgement. Upon lead re-positioning, the screw on the chronic right ventricular lead would not extend. A different lead was used and the patient was stable after the procedure.